Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer experienced a ketone level of 0.4 mmol/l and an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer gave themselves a manual injection to address their blood glucose.